Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note this condition is unrelated with the incident reported. Event could not be confirmed as the device closed and opened without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a gastric resection procedure, it was impossible to open the clamp. The device did not close on the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿it was impossible to open the clamp. The device did not close on tissue.¿ was there difficulty closing the device on the tissue? Was the device on tissue when it would not open? If so, what steps were taken to remove the device? Did the device open eventually? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur?